Event description:
Pt had pacer inserted. D/t av nodal ablation secondary to afib. Had syncopal episode 3/28/97 and vtach; or exploration of pacer revealed pacer lead failure rep aware. It is believed that the MFR rep from hosp actually attended to surgery when the lead was evaluated. It was found during or that the "lead was loose and the connector was tightened" per the final summary by the cardiologist.